Event description:
It was reported that the insulin pump had a blank display. No further information reported.

Manufacturer narrative:
The pump was received stuck in a full segment display after counting down to the number 7 due a faulty component on the interface board. No blank display was noted. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a cracked pump belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.